Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgement was not confirmed; however, the stent was loose on the balloon. The stent damage was confirmed. The failure to advance and resistance was not confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the failure to advance, difficult to position, and stent dislodgement appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The otw omnilink elite instructions for use states: should unusual resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified internal iliac artery. An 8.0 x 29 mm omnilink elite stent delivery system (sds) was advanced to the lesion but could not cross due to the anatomy. The sds was removed and further dilatation was performed. The sds was reinserted into the sheath; however, there was resistance and when the device was pushed harder the stent dislodged from the balloon inside the sheath. The sheath and sds were removed as a single unit. Another same size omnilink elite was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.